Event description:
A product liability claim was raised. It was reported by the pt's counsel that his client received a zimmer mmc acetabular cup on (B)(6) 2010, right hip. The pt was also implanted with a metasul large diameter head and a head adapter. Due to elevated level of cocr ions in the blood, stiffness in his hip and pai, the pt underwent revision surgery on (B)(6) 2012.

Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. The cause for this clinical event cannot be ascertained from the info provided. Once the product is returned for investigation and the result has been received, an updated report will be submitted. (B)(4).